Event description:
Additional information was received. The patient reported they had their device checked in march and the battery had 2.5 years left, they had it checked again on november 10 and their battery only had 10 months left. They stated they had a doctor appointment the day of the report and the rep turned off their stimulators because of possible interference with their pacemaker. They stated every time their stimulators were on, they would feel heart palpitations. They stated they had been feeling extremely tired and during their last check, they labeled the appointment as worn out lead. They asked the clinic if anything was wrong with the lead and they stated nothing was wrong, it was just a term used for billing and coding purposes. The patient was redirected to their healthcare provider.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2020-22583 for concomitant ins information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. This event was also reported under manufacturer report #3004209178-2020-22583. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has two stimulator and a pacemaker. In (B)(6) she had two and half years left on the pacemaker. From (B)(6)to (B)(6) in approximately 5 months out of 10 months the devices were on because she was having issues with them. The manufacturer representative (rep) told her to shut the devices off because in (B)(6) and they were shut off for quite a while. And from (B)(6) until now, according to them, the patient's back was swollen. The patient's back and stomach are swollen and they don't know why. The patient stated her legs were shaking violently so they had to shut off the interstim devices. She went in (B)(6) and the gentlemen turned them on at 0.5 volts or maybe 0.6 volts and she would feel them in the legs to the point she called the rep 3 weeks ago. The rep told her to turn down the right one because her knee was giving out because it was so bad. Today she went in and the rep did a test with them and watched her lower part of body go into convulsions. At the same time the patient  was explaining her heart felt like it is palpitating and the rep said that is not supposed to happen. The patient's stomach now hurts from the testing they did today. Stomach feels 5 times the size that it is and feels like stomach is going to rip open. Patient is in excruciating pain right now. By end of may she had shut the interstim devices off. Because of covid-19 trying to get an appointment was impossible so finally got the appointment in october. The patient stated that she can watch legs twitch, is very uncomfortable. She would almost fall from it and go down but she would catch herself. Her heart is more important to her then going to the bathroom. She has lost weight. No further complications were reported.